Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high pacing impedances out of range in this right ventricular (rv) lead. The technical services (ts) recommended to leave in bipolar sensing and unipolar pacing. The field representative will do additional isometrics in bipolar, and it was noted that the patient is dependent. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high pacing impedances out of range in this right ventricular (rv) lead. The technical services (ts) recommended to leave in bipolar sensing and unipolar pacing. The field representative will do additional isometrics in bipolar, and it was noted that the patient is dependent. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.